Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their lung had a hole poked in it during device implant. The following physician confirmed that the patient did experience a small pneumothorax from the implant procedure but no action was required and it had resolved by the following week. The right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reportedly experienced nerve damage to the pocket from the implant procedure. The patient reported that they developed lymphedema and swelling of the hand and arm from the small pneumothorax.